Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product, was confirmed because a replacing disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses the issue of use error- reuse of supplies. The registered nurse(rn) called baxter regarding an alarm and stated that she added a solution bag to the heater line during troubleshooting. The baxter technical representative (tsr) explained about not reconnecting a solution bag and assisted to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted

Manufacturer narrative:
(B)(4).